Event description:
Event description guidant received information that the patient collapsed and died at home. The patient's wife feels this cardiac resynchronization device (crt-d) did not deliver a sock to the patient.